Event description:
A pt experienced a loss of therapeutic effect from their intrathecal baclofen pump. The pt did not experience withdrawal syndrome. A dye study was attempted, but could not be completed due to an inability to aspirate drug or cerebral spinal fluid (csf) from the catheter. The pt was taken to an operating room on (B)(6)2010. There was no csf flow in the catheter. A new catheter was implanted with positive csf flow. The pump contained lioresal 500 mcg/ml. The dose was decrease from 75 mcg/day to 50 mcg/day. The pt outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)